Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the analog interface printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed..

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated an error code and was inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.